Event description:
Cipro 400 mg and d5w 200 cc were compounded in device and dispensed to a home infusion pt. The pt could not get the device to infuse the drug. It was returned to pharmacy. To rule out air in the filter causing an "air lock" the tubing was cut above the filter. It still did not infuse. A crimp was noticed in the tubing. Rptr cut the tubing above the crimp. It still did not infuse.